Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. An xtw (lot: 40506r1055) was chosen for implantation. The clip was positioned on the valve. During this first attempt, the grippers functioned normally. Due to an unsatisfactory mr reduction, the clip was to be repositioned, but the during independent gripper actuation the anterior gripper would not raise. The clip was able to be removed and replaced. There was no tissue damage. When examined outside of the patient, the gripper line was broken. The replacement was implanted successfully, reducing mr to grade 1-2. There was no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue and broken gripper line. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation determines the reported single gripper actuation appears to be related to broken gripper line. However, a cause for the reported broken gripper line could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.